Manufacturer narrative:
Date of death - estimated. Date of event ¿ estimated. Treatment/therapy start date - estimated. The unique device identifier (UDI) is unknown because the part number and lot number were not provided. Date of implant ¿ estimated. The devices remain implanted. The lot history records (lhr) for this product could not be reviewed and a similar complaint queries of the complaint handling system could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The reported patient effect of death/expired is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death/expired and their relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. The other patient effects and malfunctions reported in the post-market clinical follow-up are captured under separate medwatch reports. Title: "post-market clinical follow-up evaluation report xience family of stents".

Event description:
It was reported through the pmcf report, that the xience stent may be related to death, myocardial infarction (mi), thrombosis, restenosis, bleeding, target lesion and vessel revascularization. Details are listed in the article, titled post-market clinical follow-up evaluation report xience family of stents. Please see the post market clinical follow up evaluation report for specific information.